Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reverting to the setup mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 8pm. The patient's testing frequency is not known, however, the patient indicated she administers her insulin using an insulin pump. It is not known what the patient's blood glucose result was prior to the start of the alleged issue, it is not specified if the patient tested her blood glucose with a secondary device following the reported issue, and it is not clear what action the patient took following the reported meter issue. As a result of the alleged meter issue, the patient claimed she developed elevated ketones four hours later. At the onset of her symptom, the patient indicated she obtained a blood glucose result of "490mg/dl" with another device and administered 10 units of humalog as treatment. At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the patient did not remove/replace the subject meter's batteries. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hyperglycemia after the alleged meter issue began.